Event description:
It was reported that pump displayed a malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset with guidance, did not experience repeat of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.